Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was treated with manual injection. Customer does not allege insulin pump was under delivering. Customer also reported that the insulin pump had multiple insulin flow blocked alarm. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.